Event description:
It was reported that the device periodically shuts down. No patient injury was reported.

Manufacturer narrative:
Additional information: DHR information added needed to be added. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. A device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history review.